Manufacturer narrative:
(B)(4).

Event description:
It was reported the io was inserted into the tibia of a patient that had CPR in progress. The catheter worked fine for all medications and fluids. During removal, the needle hub broke. They left the needle cannula in post-rosc as the patient was not expected to live. There were no other (sequelae) clinical consequences resulting from this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a needle hub. The needle cannula had been dislodged but was not returned. There was no apparent defect or significant damage to the needle hub. The provided instructions state: "to remove catheter from patient: attach luer-lock syringe. Rotate syringe and catheter clockwise while using traction to withdraw catheter. Do not rock or bend the catheter during removal." A review of manufacturing records could not be performed because the customer did not provide the serial number of the product. A cause could not be determined based on the information provided and without a complete product sample. No further action will be taken.